Event description:
Caller reported cgm error 42. No adverse impact to the customer¿s blood glucose level was reported. Technical support provided information for a complete pump reset and guided the caller through the process; the error code did not reappear, and the caller successfully started their sensor session.